Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges the device was alarming. During the evaluation of the device, they found the unit failed the pressure test, once in the test the unit turned off, the pca was a little burned in addition to contamination in the blower there was no report or medical intervention. No additional information ca be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed.